Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not turning on and displayed blank screen. A field service engineer (fse) found when drawer 3 was unplugged, the station was up and running. The fse tested the drawer and discovered that the drawer controller board was faulty. Further, the fse replaced drawer controller board and pyxibus cable and tested them to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it was not turning on. Wires were unplugged and plugged back, but the screen remained blank. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.